Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2014: patient presented for an office visit due to "ongoing persisting back pain" which started several months back after "suffering a fall which resulted in a compression fracture of the l1 vertebrae". Surgeon noted that patient "had l3-4 spondylolisthesis and severe spinal stenosis, as well as moderate to severe stenosis at l4-5". On (B)(6) 2014: patient presented for followup visit after "undergoing a lumbar MRI." On an unknown date in 2014: patient had a dental infection which required drainage of an abscess and root canal work. Patient was treated with antibiotics after the dental procedure and prior to undergoing the spinal surgery. On (B)(6) 2014: surgeon "performed a posterior lumbar laminectomy at l3, l4, and l5 with partial medial facetectomies and foraminotomies; bilateral total facetectomy at l3-4 and l4-5, bilateral l3-4 and l4-5 diskectomy; reduction of spondylolisthesis at l3-4; instrumented interbody and posterolateral fusion from l3-5 with interbody peek spacer, interbody structural bone allograft dowel, morcellated local autograft, morcellated allograft bone bags. On (B)(6) 2014: patient "had x-rays taken which revealed early postoperative changes of the posterior decompression and fusion with bilateral transpedicular screw and fixation rods at l3 through l5 level. These changes included a 5 mm anterior stepoff of l3 on l4; anterior compression fracture with superior endplate height loss (40%) at l1; bone demineralization; and disc space narrowing at l2-3." On (B)(6) 2014: patient "developed disorientation and worsening of her sensorium." On (B)(6) 2014: patient "underwent an emergency lumbar re-exploration of the l3-l5 fusion." It was discovered that " the l5 bilateral pedicle screws which had previously been implanted had loosened and the tracts in the pedicle had been enlarged due to spinal instability." Patient was reported to be suffering from meningitis, osteoporosis and spinal instability. On (B)(6) 2014: revealed post-operative changes including posterior decompression at l3-4, l4-5, and l5-s1; disc space narrowing at l2-3; a compression deformity involving the superior l1 endplate with height loss of 35-40%; and grade 1 anterolisthesis of l3 on l4. On (B)(6) 2016: patient underwent MRI which revealed vertebroplasty at t12 and l1; spinal canal stenosis secondary to vertebral bodies of t12 and l1; unusual configuration .of the thecal sac at l4; small fluid collection in the laminectomy defect posteriorly; extensive post-operative changes and multilevel neural foraminal narrowing in the lumbar spine; compression deformities at t12, l1, and l5 and, post-operative changes of the posterior lumbar decompression and fusion at l3-4, l4-5, and l5-s1.on (B)(6) 2016, patient was taken to the ER where the patient underwent testing to determine the source of her persistent increased wbc and changes in mental status. Patient's work-up suggested she was presenting with meningitis-type symptoms. Patient underwent a CT scan of the lumbar spine which revealed migration of the implanted instrumentation with the bone strut(s) and the peek cages migrating into the spinal canal at l4-l5 causing spinal instability. An infectious disease specialist was consulted to evaluate apparent infection. Patient was diagnosed with meningitis secondary to her recent lumbar laminectomy. Surgeon concluded that the bone graft extrusion into the epidural space was the most likely cause of infection along with a possible epidural leak. It was alleged that "a contaminated component had been inserted in the previous procedure and/or some other source of contamination was introduced during the previous procedure which resulted in patient developing meningitis."

Manufacturer narrative:
Additional information: all applicable donor and manufacturing records were reviewed, and indicated that the subject graft was manufactured according to procedure and met all required specifications and release criteria. The donor was appropriately screened, tested and certified eligible for transplantation by the tissue recovery organization which provided the tissue to the manufacturer. The tissue recovery organization was notified of this incident and confirmed they have received no additional reports of infection involving any other tissues procured from this donor. Attempts to retrieve additional information have been made to the initial reporter, however, no further information has been provided at this time. Based on the current findings, the manufacturer's medical director has concluded that there is no medical evidence to indicate that the subject graft caused or contributed to the patient's infections. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: patient presented with an office visit due to bilateral shoulder pain and numbness and tingling on both hands. Patient underwent a review of systems and physical exam impressions: cervical spondylosis. Maximal at the c4-5 level on the left side. She could have a mild component of left c5 radiculopathy. Which could account for some of her left shoulder pain. Left shoulder arthropathy/ tendinopathy. Mild bilateral carpal tunnel syndrome- minimally symptomatic for day-to-day activities. Hyperlipidemia- zocor can cause significant muscle problems including rhabdomyolysis. I am not aware that it causes significant arthritis syndrome. Hypertension. Gerd. On (B)(6) 2009 the patient was presented for office visit with polymyalgia rheumatic and osteoarthritis. Assessments: history of polymyalgia rheumatic with recently intermittently elevated sed rates. On (B)(6) 2009 the patient underwent x rays of the hands, bilateral. Impression: extensive sentral erosive changes are seen, involving predominantly the interphrangeal joints. On (B)(6) 2010 the patient was presented for office visit with polymyalgia rheumatic and osteoarthritis. On (B)(6) 2009, (B)(6) 2010 the patient underwent synvisc injection to the right knee due to osteoarthritis. On (B)(6) 2009: the patient presented for follow-up on anemia secondary to iron deficiency, erythropcistin deficiency and anemia secondary to renal insufficiency. On (B)(6) 2010, (B)(6) 2011: the patient presented for follow-up on anemia secondary to iron deficiency and stage iii renal insufficiency, currently on periodic growth factors with excellent response. On (B)(6) 2010 the patient was presented for office visit with polymyalgia rheumatic and osteoarthritis. On (B)(6) 2010: the patient presented with chest pain and chest discomfort. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 the patient underwent injection on the right shoulder with steroids due to intractable pain. On (B)(6) 2011: patient presented with an office visit due to fatigue, hypertension, hypothyroidism, rheumatoid arthritis numbness. On (B)(6) 2011: patient presented with an office visit due to herpes zoster and bloated abdomen. On (B)(6) 2011: patient presented with CT scan of abdomen and pelvis with contrast. Due to anemia, abdominal distention with pain. Impressions: no significant abnormality. Patient underwent CT scan of the abdomen and pelvis with contrast due to anemia, abdominal distention with pain. Impression: no significant abdominal or pelvic abnormality is seen. Specifically, no mass is identified. There is no bowel obstruction to account for abdominal distention. On (B)(6) 2012, (B)(6) 2013: the patient presented for follow up on anemia of multifactorial etiology, definitely contributed by iron deficiency. On (B)(6) 2012: patient presented with an office visit due to pain in hand joint. On (B)(6) 2012: the patient presented for office visit. On (B)(6) 2012: patient presented with an office visit due to fatigue, palpitations, neck pain, and memory impairment. On (B)(6) 2012: the patient presented for follow-up on history of anemia secondary to iron deficiency and stage iii renal insufficiency, very good response with a procit shot. On (B)(6) 2012: patient presented with an office visit due to chest pain. On (B)(6) 2012: patient presented with an office visit due to hypertension, chest pain, memory impairment, postherpetic neuralgia. On (B)(6) 2012: patient presented for office visit and complains of lesion on chest. On (B)(6) 2012: patient presented with an office visit due to hematoma, abrasion. On (B)(6) 2012: patient presented with an office visit due to left hip pain. On (B)(6) 2013: patient presented with an office visit due to right knee pain. On (B)(6) 2013: patient presented with an office visit due to back pain. Patient underwent lumbar spine 3 views routine. Impression: substantial degenerative changes with some resultant minimal misalignment. Slight curvature to the left. On (B)(6) 2013: the patient underwent right shoulder 2v routine due to fall. Impression: mildly displaced fracture of the distal right clavicle. Mild widening of the inferior acromioclavicular space suggests grade 2 acromioclavicular joint injury. On (B)(6) 2013: the patient presented with chronic low back pain. On (B)(6) 2013, (B)(6) 2014 : patient presented with preoperative diagnosis of lumbosacral spondylosis without myelopathy, post laminectomy syndrome, scoliosis, acquired spondylolisthesis and underwent lumbar facet joint injection, left l4,l5 and s1 levels due to severe low back pain. On (B)(6) 2013, (B)(6) 2014,: patient presented with preoperative diagnosis of lumbosacral spondylosis without myelopathy, post laminectomy syndrome, scoliosis, acquired spondylolisthesis and underwent sacroiliac joint injection, bilateral s1 levels due to severe sacroiliac joint pain. On (B)(6) 2013: patient presented with an office visit due to right knee pain. On (B)(6) 2013: patient presented with office visit due hip pain. On (B)(6) 2013, (B)(6) 2014: the patient presented for office visit. On (B)(6) 2013: patient presented with an office visit due to memory impairment, hypothyroidism, arthritis, and rheumatoid. On (B)(6) 2013: patient presented with an office visit due to coccyx pain, wrist pain. On (B)(6) 2013: the patient underwent carotid sonogram due to memory loss. Impression: intimal plaque with 50% diameter stenosis of the right carotid bulb and 41 % diameter stenosis of the right "ica". The patient underwent mra of brain due to short term memory loss. Impression: no focal area of significant stenosis or aneurysm. The patient also underwent the MRI of the head without and with gadolinium enhancement. Impression: 1. Cerebral atrophy. 2. Microengiopathic ischemic change in the deep white mater and periventricular white mater. 3. Small focus of acute lacunar infarct in the right posterior periventricular white matter. 4. Old lacunar infarct involving the right basal ganglias. On (B)(6) 2013: patient presented with an office visit due to carotid stenosis, gait instability, anemia, hip pain, hyperlipidemia. On (B)(6) 2013: patient presented with an office visit due to alzheimer's dementia without behavioral disturbance, hypothyroidism, arthritis, rheumatoid. On (B)(6) 2013: patient diagnosed with alzheimer¿s dementia without behavioral disturbances. On (B)(6) 2013: patient presented for an office visit due to foot contusion, dementia, gait instability, immunization, influenza virus vaccine. On (B)(6) 2013: the patient presented for office visit due to pain over right knee joint. On (B)(6) 2013: the patient underwent MRI of the lumbar spine without contrast due to low back pain. Impression: 1. There is compression deformity of the superior endplate of l1 with some associated edema in the superior endplate. The findings are compatible with a subacute compression deformity. There is no significant retropulsion. 2. Multilevel degenerative disc disease and posterior element degenerative change with multilevel spinal stenosis. This is most pronounced at l3-l4. The patient also underwent the MRI of right knee due to pain. Impression: pan compartmental degenerative change, most pronounced in the medial compartment. There are tears involving the posterior horn of the medial meniscus and the anterior horn of the lateral meniscus. On (B)(6) 2014: patient was presented medication for post herpetic neuralgia. On (B)(6) 2017: patient presented with an office visit due to dementia, hypothyroidism, hyperlipidemia, anemia. On (B)(6) 2014: patient diagnosed with hyperlipidemia. On (B)(6) 2014: patient presented for an office visit due to arm pain. On (B)(6) 2014: patient presented with preoperative diagnosis of lumbosacral spondylosis without myelopathy, displacement of lumbar int ervertebral disc, acquired spondylolisthesis and underwent lumbar facet radiography neurotomy, right l4, l5-s1 levels due to severe low back pain. On (B)(6) 2014: patient presented with preoperative diagnosis of lumbosacral spondylosis without myelopathy, displacement of lumbar int ervertebral disc, acquired spondylolisthesis and underwent lumbar facet radiography neurotomy, left l4, l5-s1 levels due to severe low back pain. On (B)(6) 2014: patient presented with preoperative diagnosis of lumbosacral spondylosis without myelopathy, displacement of lumbar int ervertebral disc, acquired spondylolisthesis , scroilitis and underwent sacroiliac joint radiofrequency neurotomy, right s1,s2,s3 levels due to severe sacroiliac joint pain. On (B)(6) 2014: patient presented with preoperative diagnosis of lumbosacral spondylosis without myelopathy, displacement of lumbar int ervertebral disc, acquired spondylolisthesis, scroilitis and underwent sacroiliac joint radiofrequency neurotomy, left s1,s2,s3 levels due to severe sacroiliac joint pain. On (B)(6) 2014: the patient presented for follow up on anemia of multifactorial etiology, definitely contributed by iron deficiency. On (B)(6) 2014: patient presented with pain in right hip and knee area with symptoms of weakness and sharp pain which limits activities of daily living. On physical examination, there is medial knee joint line tenderness and si joint tender. X-ray of pelvis reveals bilateral hips show normal concentric joints with no significant arthritis. No signs of avn, signs of lower lumbar scoliosis. X-ray of right hip reveals normal alignment on the lateral view with no signs of joint space narrowing or "avn". Diagnosis: disorders of sacrum, ¿genu varum¿, knee osteoarthritis, lumbar radiculitis. On (B)(6) 2014 the patient was presented for office visit with altered sensorium and spinal implant migration. Impression: 1) lumbar implant migration, 2) spinal stenosis, 3) spinal instability. On (B)(6) 2014: the patient underwent l3-5 decompression and fusion along with l3-4 spondylolisthesis reduction. Preoperative diagnosis: lumbar l3 to l5 spondylosis, spinal stenosis, spondylolisthesis at l3-4. On (B)(6) 2014: the patient presented for follow up after lumbar spine surgery. Assessment: spinal stenosis-lumbar. On (B)(6) 2014: the patient underwent x-ray of lumbar spine due to back pain. Impression: satisfactory alignment and position with posterior fixation l3 to s1 with surgical drain place. The patient was presented for office visit with 1) altered sensorium and, 2) spinal implant migration. Impression: 1) lumbar implant migration. 2) spinal stenosis. 3) spinal instability. On (B)(6) 2014: the patient presented for venous doppler of left upper extremity. On (B)(6) 2014: the patient presented with bruise to tailbone <(>&<)> a hard lump from fall. On (B)(6) 2014 the patient was presented for office visit for: 1) follow up on anemia of multifactorial etiology, definitely contributed by renal insufficiency and iron deficiency. 2) status post intravenous iron therapy. On (B)(6) 2014: the patient presented with complaint of constipation. On (B)(6) 2015 the patient presented for follow-up on anemia of multi-factorial etiology definitely contributed by iron deficiency and renal insufficiency. On (B)(6) 2015 the patient was presented for office visit with back pain. Assessments: lumbosacral spondylosis, acquired spondylolisthesis, status post lumbar decompression fusion. On (B)(6) 2015: the patient presented for follow-up visit. On (B)(6) 2015: the patient presented for follow-up visit. On (B)(6) 2015 the patient was presented for office visit with anemia and multifactorial etiology. On (B)(6) 2016: the patient presented with chronic pain, rt regurgitation of gastric contents. On (B)(6) 2016: the patient also underwent MRI of the lumbar spine without contrast due to back pain. Impression: 1. Post-op changes of posterior fusion are noted in lower lumbar spine. 2. Spinal canal stenosis is present at l1-l2. 3. Bilateral neural foraminal stenosis is noted at multiple levels. On (B)(6) 2016 the patient was presented for office visit for a follow-up. Assessment: 1) other spondylosis with myelopathy in cervical region, 2) other spondylosis with myelopathy, thoracic region. 3) spinal stenosis, thoracolumbar region. On (B)(6) 2016: patient underwent evaluation. Diagnosis: muscle weakness, difficulty walking, impaired balance, pain, other cerebrovascular disease, alzheimer¿s disease. On (B)(6) 2016: patient presented with an office visit due to essential hypertension, senile dementia, uncomplicated acquired hypothyroidism . On (B)(6) 2016: patient presented for an office visit. Diagnosis: other cerebrovascular disease; alzheimer¿s disease. On (B)(6) 2016: patient was assessed head to toe. Wound care was administered to bilateral shins. Patient complained of pain in right knee with ambulation. Uti and skin breakdown. On (B)(6) 2016: patient was assessed head to toe. Wound care was administered to patient. On (B)(6) 2016: patient was assessed head to toe. On (B)(6) 2016: patient presented for a head injury due to a fall and underwent a procedure. On (B)(6) 2016: patient was assessed head to toe. Patient had a fall, hit head. Patient had chest pain. On (B)(6)2016: patient presented for an office visit. Diagnosis: other cerebrovascular disease; alzheimer¿s disease; lace ration without foreign body of left elbow. On (B)(6) 2016: patient underwent evaluation. Diagnosis: muscle weakness, difficulty walking, impaired balance, pain. Patient also complained of right knee popping and cracking during gait, but less pain. On (B)(6) 2016: patient presented with a compression fracture. On (B)(6) 2016: patient was assessed head to toe. Wound resolved to left knee. On (B)(6) 2016: patient underwent evaluation and complained of being tired today due to hallucinations last night per husband. On (B)(6) 2016: patient underwent evaluation. Diagnosis: muscle weakness, difficulty walking, impaired balance, pain. On (B)(6) 2016: the patient presented for follow-up visit for multifactorial anemia. On (B)(6) 2016: patient was assessed head to toe. Patient spouse reported increased episode of hallucinations over last few weeks. On (B)(6) 2016: patient presented for head to toe assessment. Patient complained of pain and popping and crackling right knee. Patient also complained of feeling tired and has no energy. On (B)(6) 2016: patient underwent a radiology exam due to urinary tract infection. On (B)(6) 2016: patient presented for an office visit with complaint of right shoulder pain. On (B)(6) 2016: patient presented for an office visit with complaint of right knee popping. On (B)(6) 2016: patient presented for an office visit. Patient disoriented and unsteady requiring increased assistance for gait. On (B)(6) 2016: patient presented for an office visit with complaint of right knee and shoulder pain. On (B)(6) 2016: patient presented for an office visit with complaint of right knee pain. On (B)(6) 2016: patient presented for an office visit due to visual hallucinations, alzheimer's dementia without behavioral disturbance, essential hypertension, hyperlipidemia, acquired hypothyroidism, anemia, encounter for screening for other disorder. Patient also underwent a review of the systems. On (B)(6) 2016: patient presented for an office visit with complaint of popping/ cracking right knee during ambulation. On (B)(6) 2016: patient presented for an office visit. Diagnosis: alzheimer¿s disease, rheumatoid arthritis.

Manufacturer narrative:
Additional information: weight, describe event or problem, relevant tests/lab data, other relevant history, model #/lot #, evaluation codes: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2014: patient presented for a physical therapy for pain relief and right leg weakness. On (B)(6) 2014 the patient was presented with MRI of the lumbar spine. Impression: there is an old compression deformity of the superior endplate of l1 without significant change from the time of the prior study. There is a large, broad based bulge or protrusion of t12-l1, increased slightly in size in the time of the prior study and narrowing the anterior posterior diameter of the thecal sac centrally to 9mm. Severe spinal stenosis is present at l3-4, unchanged. The remainder of the lumbar spine is unchanged in appearance as well. On (B)(6) 2014 the patient was presented for office visit with back pain, right hip and leg pain. Assessments: lumbosacral spo ndylosis, lumbar spinal stenosis, acquired spondylolisthesis. The patient underwent an MRI which showed the patient has multilevel degenerative disc disease at l3-l4, grade 2 spondylolisthesis with severe spinal stenosis and at l4-l5 severe facet arthropathy with moderate to severe spinal stenosis. On (B)(6) 2014 the patient underwent l3 to l5 decompression and fusion and l3 to l5 spondylolisthesis reduction. Preoperative diagnosis: lumbar l3 to l5 spondylosis, spinal stenosis, spondylolisthesis at l3-4, spinal lateral recess and foraminal stenosis, central canal stenosis intractable radiculopathy. The patient underwent x rays of the lumbar spine. Findings: wo spot fluoroscopic images of the lumbar spine were performed during l3 to l5 decompression and fusion. On (B)(6) 2014 the patient underwent x rays of the lumbar spine. Impression: post op changes of posterior decompression and posterior and interbody fusion at l3-5. Mild anterior step off of l3 and l4. Anterior compression fracture of l1 with anterior height loss of 40%. On (B)(6) 2014: the patient presented with a chief complaint of adl dysfunction, gait dysfunction and pain. On (B)(6) 2014, patient presented for office visit with complaint of back pain following surgery and generalized weakness. On (B)(6) 2014, patient underwent x-ray of chest. Impression: no active disease. On (B)(6) 2014: the patient was diagnosed with back pain. On (B)(6) 2014: the patient presented for follow up after lumbar spine surgery. On (B)(6) 2014: the patient presented with chief complaints of respiratory complaints, distress, unable to cough freely. The patient underwent chest x-ray due to shortness of breath. Impression: mild copd with chronic lung changes. On (B)(6) 2014: patient presented with chief complaint of altered sensorium, spinal implant migration. Impression: lumbar implant mi gration. Spinal stenosis. Spinal instability. Patient underwent x-ray of lumbar spine due to back pain. Impression: satisfactory alignment and position with posterior fixation l3 to s1 with surgical drain in place. Patient presented with following pre-op diagnoses: l4-l5 implant migration, spinal instability. For which patient underwent following procedures: lumbar re-exploration, re-exploration of prior l3-l5 fusion, removal or prior segmental instrumentation, specifically removal of bilateral l5 screws, l4-l5 peek cage and bone strut, durotomy and removal of the bone strut within the spinal sac, repair of the anterior layer of dura with primary closure, repair of the posterior of dural opening with alloderm dural graft, bilateral l5 vertebroplasty, placement of bilateral s1 pedicle screws, placement of rod and locking nuts from l3-s1 with cross-links, reinsertion of bilateral interbody peek spacers at l4-l5, fluoroscopy and microdissection. Post-op diagnoses: l5 bilateral pedicle screw loosening, cage and bone strut migration, dural defect, mechanical meningitis, osteoporosis, spinal instability. Specimens: explanted instrumentation (it consist of two pedicle screws each measuring approx.. 5.8 cm in length by 0.5 cm in diameter; a connector measuring approx.. 6.9 x 1.2 x 0.8 cm; two slightly bent rods each measuring approx.. 7 cm in length by 0.5 cm in diameter; two cages measuring approx.. 2.5 x 0.8 x 0.7 cm and 2.2 x 0.9 x 0.9 cm, respectively.), peek cage and bone strut and also cultures from superficial fluid pocket and deep subfascial tissue and from the interbody and csf space at l4-l5 level. The patient underwent CT of head without intravenous contrast. Impression: no evidence of an acute ischemic infarct, hemorrhage or m ass. Aging changes. Old lacunar infarct in the right lentiform nucleus and possibility in the left internal capsule. The patient also underwent CT of lumbar spine without intravenous contrast. Impression: stable moderate l1 compression fracture without evidence of healing. Interval l3-l4 and l4-l5 discectomy with pedicle screw fusion and laminectomy from l3-l5. Obliquely oriented 2.6 x 1.1 cm foreign body in the spinal canal at the level of l4 and the l5 disc space. Sever l2-l3 degenerative disc disease. The patient also underwent chest x-ray. Impression: no pulmonary embolism. Mild bilateral lower lobe atelectasis. No pneumonia. Recent compression fracture of the superior endplate of l1. The patient underwent computed tomography of the brain without contrast due to headache and decreased level of consciousness. Impression: generalized atrophy and white matter microvascular ischemic disease. Otherwise unremarkable, unenhanced CT scan of brain. The patient underwent the commuted tomography of the lumbar spine. Impression: the bone graft at the l4-l5 level has extruded pos teriorly into the epidural space and or spinal canal creating severe spinal stenosis. Chronic compression fracture noted at l1. On (B)(6) 2014: the patient underwent CT angio chest exam due to shortness of breath and possible pulmonary embolus. Impression: limited study, but no gross pulmonary embolus identified. On (B)(6) 2014: patient presented for consultation reason being meningoencephalitis with negative csf cultures along with recent lumbar spine surgery with hardware placement. Assessment: purulent cerebrospinal fluid (csf) consistent with bacterial meningoencephalitis with negative gram stain and csf culture so far. Leukocytosis. History of alzheimer disease. Thyroid issues. Rheumatoid arthritis on plaquenil. Thrombocytosis. On (B)(6) 2014: patient underwent CT facial without contrast due to clinical history of left mandibular tooth abscess. Impression: periapical lucencies involving the left mandibular central and lateral incisors representing periapical abscesses and/or granuloma. Extensive motion and beam hardening artifact with clear paranasal sinuses. Involution changes with moderately severe chronic mi crovascular white matter ischemic disease. Nasal septal deviation. Patient also underwent x-ray of lumbar spine post-op day two of lumbar re-exploration. Impression: postop changes of posterior decompression and fusion at l3-s1 levels. Superior l1 endplate compression, similar to prior study of 08/13/14. Grade 1 anterolisthesis of l3 on l4. On (B)(6) 2014: patient underwent x-ray of chest to recheck ¿PICC¿ line. Impression: abnormal position of left ¿PICC¿ line with the distal aspect extending into the left internal jugular vein. The PICC line should be repositioned. On (B)(6) 2014: the patient presented for follow-up. Pn (B)(6) 2014, (B)(6) 2015: the patient presented for follow up on anemia of multifactorial etiology, definitely contributed by iron deficiency and renal insufficiency, currently on observation. Earlier, the patient was given intravenous iron therapy with ferriheme more than a year ago in (B)(6) 2014: the patient presented with a 3cm skin tear on left lower leg. On (B)(6) 2014 the patient was presented for office visit with urinary tract infection. Assessments: metabolic encephalopathy secondary to infection, urinary tract infection. Acute kidney injury. Normocytic normochromic anemia. Alzheimer dementia, hypothyroidism, rheumatoid arthritis, history of compression fracture, status post fusion and laminectomy. The patient underwent x rays of the chest. Impression: no interval change and no active pulmonary process. On (B)(6) 2014 the patient was presented for office visit with altered metal status with urinary tract infection and leukocytosis. Impression: recent history of meningoencephalitis treated with meropenem and vancomycin more than four weeks. Status post encephalopathy. Urinary tract infection. Alzheimer dementia. Hypothyroidism. Hypothyroidism. Rheumatoid arthritis. History of compression fracture, status post fusion, laminectomy complicated by wound dehiscence and meningoencephalitis. Leukocytosis that has been improved. On (B)(6) 2014 the patient was discharged from hospital with discharge diagnosis as follows: metabolic encephalopathy, urinary tract infection, dehydration, alzheimer¿s dementia. On (B)(6) 2014: patient presented with an left upper extremity sonography and deep venous color-flow doppler evaluation due to cellulitis, possible thrombophlebitis. Findings: there is thrombus in a medial branch of the mid and distal cephalic vein in the upper arm. Satisfactory color flow doppler is observed in the other demonstrated deep venous structures of the upper extremity. On (B)(6) 2014: the patient was diagnosed with gait instability, leg weakness bilaterally. On (B)(6) 2014: the patient presented for an office visit. On (B)(6) 2014: the patient was diagnosed with arthritis and hematuria. On (B)(6) 2014: the patient presented for follow up on anemia of multifactorial etiology, definitely contributed by iron deficiency and renal insufficiency, currently on observation. Earlier, the patient was given intravenous iron therapy with ferriheme in september with very good response with aranesp shot. On (B)(6) 2014: the patient was diagnosed with hip pain. On (B)(6) 2014: the patient was diagnosed with bronchitis, hypertension and nausea. On (B)(6) 2014: patient was admitted to the hospital with complaint of cough, congestion and dehydration. Patient underwent a physical examination. Impressions: upper respiratory tract infection, probably viral prodrome but white count was elevated. She is allergic to multiple antibiotics and sensitive to pain medications. Surgical site from her recent back surgery looks pretty good. Well healed surgical scar. Patient is neurologically stable. On (B)(6) 2015: patient was discharged with following discharge diagnosis: upper respiratory tract infection. Underlying history of rheumatoid arthritis; on plaquenil. She has had multiple infections. Husband has had multiple antibiotics recently in 3-4 months. The patient is strongly recommended to take yogurt daily. Previous history of back surgery. Leukocytosis resolved. On (B)(6) 2015, (B)(6) 2016: the patient presented for an office visit. On (B)(6) 2015: the patient presented for an office visit due to back pain. On (B)(6) 2015: patient presented with a CT of brain without contrast. Impressions: negative for acute trauma, no acute abnormality noted. Atrophy and advanced small vessel ischemic changes. Mild to moderate hydrocephalus may be related to central atrophy. Normal pressure hydrocephalus also a consideration. Study done as an emergency and report given to ER via telephone at 2.30 pm. Patient also underwent bilateral carotid and vertebral duplex doppler scan due to history of loss of consciousness. Impressions: bilateral atherosclerotic plaque comparatively more in left carotid bulb but no hemodynamically significant stenosis is demonstrated. Follow-up as per clinical indications is obtained. Patient also underwent x-ray of chest pa and lateral. Impressions: hyperaeration, no acute abnormality noted. Atherosclerotic aortic ectasia to previous study. On same day, patient underwent an x-ray of hip due to pain. Findings: two views of the right hip show mild degenerative/ arthritic changes. No fracture or dislocation or bony destruction is seen. On (B)(6) 2015: the patient was diagnosed with hypertension. On (B)(6) 2015: the patient was diagnosed with syncope, dementia, need for pneumococcal vaccination. On (B)(6) 2015: the patient was diagnosed with syncope. On (B)(6) 2015: the patient was diagnosed with right shoulder pain. On (B)(6) 2015: the patient was diagnosed with arm pain. On (B)(6) 2015: patient presented with chief complaint of syncope, bowel/ bladder incontinence. Assessment: actual syncope episode. Etiology is likely neurocardiogenic in origin. Urinary tract infection (uti). Patient was given 1 gram of rocephin. Dehydration. Alzheimer dementia, stable. Hypothyroidism will check ¿tsh¿. Rheumatoid arthritis, stable. History of compression fracture, status post fusion and laminectomy, stable. On (B)(6) 2015: patient underwent ¿EKG¿ test. Impression: abnormal study, slow basic rhythm. No lateralized focal abnormalities were noted. On (B)(6) 2015: patient got discharged with following discharge diagnosis: acute syncopal episode, likely due to vasovagal versus orthostatic hypotension related to infection. Dehydration, improved with IV fluids. Uti with cultures growing e. Coli, pan sensitive. Alzheimer dementia, advanced. The patient at baseline. Hypothyroidism, stable. Rheumatoid arthritis, not on immunosuppressive drugs. History of compression fracture of lumbar spine with residual bilateral foot drop and urinary incontinence. On (B)(6) 2015: the patient was diagnosed with shoulder pain. On (B)(6) 2015: the patient was diagnosed for the need for influenza vaccination. On (B)(6) 2015: the patient underwent screening for malignant neoplasm of the rectum. On (B)(6) 2016: patient presented with an office visit due to abdominal pain. Patient underwent a review of systems and medical history. Impressions: colitis with thickening of the colon on the left side. The patient started on cipro and flagyl. Elevated leukocytes. On same day, patient also underwent an x-ray of chest (ap). Impressions: lungs are clear. Patient also underwent CT pf abdomen/ pelvis with contrast. Impressions: marked circumferential wall thickening of the transverse colon with adjacent mesenteric stranding, may represent colitis. After resolution of acute symptoms, colonoscopy is recommended to exclude the presence of underlying neoplasm. On (B)(6) 2016: patient was discharged from hospital with following discharge diagnosis: left-sided colitis, acute with lower gastro intestinal bleed, which has resolve. Leukocytes from colitis. Underlying history of dementia. Hypothyroidism. Depression. Patient also underwent a CT scan of abdomen and pelvis showed marked circumferential wall thickening of the transverse colon with adjacent mesenteric stranding with presenting colitis. Follow-up recommended. On (B)(6) 2016: the patient was diagnosed with dementia. On (B)(6) 2016: the patient was diagnosed with essential hypertension, senile dementia, acquired hypothyroidism. On (B)(6) 2016: patient underwent a series of patient care treatment for weakness and pain management. On (B)(6) 2016: patient was advised to undergo a home health care from (B)(6) 2016. On (B)(6) 2016: patient presented for an office visit due to pain. Patient was diagnosed with: gastroenteritis, alzheimer¿s depression, reflux, weakness, difficulty walking. On (B)(6) 2016: patient complained of right knee pain. On (B)(6) 2016: patient presented with weakness and balance issues and complained of tiredness, central back pain. On (B)(6) 2016: the patient was diagnosed with right knee pain. On (B)(6) 2016: the patient underwent diagnostic study of right knee due to chronic pain. Impression: narrowing of the medial knee joint compartment of the right knee. Narrowing of the patella-femoral joint. On (B)(6) 2016: the patient was diagnosed with traumatic hematoma of left elbow, abrasion of elbow. The patient underwent diagnostic study of left elbow. Impression: soft tissue swelling posterior to the left elbow. On (B)(6) 2016: the patient was diagnosed with arthritis of right knee and essential hypertension. On (B)(6) 2016: patient presented with right knee pain and popping during gait. On (B)(6) 2016: the patient was diagnosed with acute back pain. The patient underwent diagnostic study of lumbar spine. Impression: development of compression fracture of l1 vertebra. Grade 1 retrolisthesis of l1 and l2. Prior lumbar fusion at l3-l4, l4-l5, and l5 and s1 levels. Narrowing of l2-l3 disc space. Compression fracture of l5 vertebra. On (B)(6) 2016: the patient presented for an office visit with residual weakness. The patient requires assistance to leave home and faces confusion. The patient complains of right knee pain during gait, denies back pain. On (B)(6) 2016: the patient presented for follow-up on anemia of multi-factorial etiology definitely contributed by iron deficiency and renal insufficiency, status post intravenous iron therapy with venofer last time in (B)(6) 2015. On (B)(6) 2016: the patient was assessed head to toe. The patient reported pain with movement and sitting for an extended period. The patient was instructed on only ambulating with assistance, use of tylenol for pain control and on use of heat 20 minute at a time 3-4 times daily. On (B)(6) 2016: the patient complained of pain in right buttocks over weekend. On (B)(6)2016: the patient was assessed head to toe. The patient reported an increase in pain in back, heat helps with pain. On (B)(6) 2016: the patient complained of right back pain during all activities, popping and cracking of right knee during gait. On (B)(6) 2016: the patient complained of right back pain during all activities, stated that pain does not change with position or activity, popping and cracking of right knee during gait. On (B)(6) 2016: patient presented for a follow-up visit. X-rays of lumbar spine shoe that she has a l1 compression fracture with approx. 60-70% height loss. Palpation of the thoracolumbar junction causes severe midline tenderness. On (B)(6) 2016: patient presented for an office visit due to back pain. On (B)(6) 2016: the patient reported spinal stenosis higher up the spine, unsure of the levels, increased frequency in need to urinate, small bruise noted in the back of right hand and lateral left knee. On (B)(6) 2016: patient presented with a pre-op diagnosis of osteoporotic subacute vertebral compression fracture t12 and lumbar 1 vertebra with delayed healing. Patient underwent kyphoplasty and biopsy of thoracic 12 and lumbar 1 vertebra. Patient presented with an x-ray of thoracolumbar spine 2 views. Findings: non-diagnostic images of the thoracolumbar junction were obtained intra-operatively. T12-l1 kyphoplasty noted. On (B)(6) 2016: pt continues to complain of r knee pain and l knee instability during amb/transfers. Says both legs feel wobbly. Pt denies having back pain. On (B)(6) 2016: the patient was assesses from head to toe. The patient underwent a kyphoplasty on (B)(6) 2016 at t12-l1. On (B)(6) 2016: the patient presented with increased lbp and weakness in ¿les¿, difficulty with bearing without assistance for transfers and gait. On (B)(6) 2016: the patient presented for an office visit secondary to mild aphasia and slurred speech as well as intractable back pain. The patient presented with end-stage dementia with acute change in mental status. The MRI showed degenerative joint disease. Telemetry showed sinus tachycardia. The CT of head did not demonstrate any acute finding. The patient underwent diagnostic study of lumbar spine due to back pain. Findings: lumbar spondylosis with multi-level degenerative disc disease and facet hypertrophy, post-operative changes of posterior lumbar decompression and fusion at l3-l4, l4-l5 and l5-s1 level. Bone graft material along the posterior elements in lower lumbar spine was present. Mild retrolisthesis of l2 on l3 was present. Previous vertebroplasty cement at t12 and l1 level was noted. Bones were demineralized. The patient also underwent MRI of brain without contrast. Impression: significant cerebellar and cerebral atrophy. Loss of periventricular white matter. No acute infarct or hemorrhage identified, with advanced small vessel disease. The patient underwent carotid artery sonography and color-flow doppler evaluation. Impression: moderate atherosclerotic plaque in the left common and internal carotid arteries, causing upto 43% stenosis. No elevated velocities. Mild moderate atherosclerotic plaque in the right internal carotid artery. No elevated velocities. It was reported that the patient was unable to follow commands, ¿leaning to r¿, shaky, and restless. Spontaneous movement was noted all over but reduced on right side. On (B)(6) 2016: the patient presented post kyphoplasty of t12-l1. She was brought to the emergency room on (B)(6) 2016 due to a change in her normal mental status. Impression: the patient has degenerative spine disease, osteoporosis, status post recent kyphoplasty t12-l1. The patient underwent MRI of cervical spine. Impression: degenerative disc disease seen with canal stenosis most pronounced at c5-c6 and to lesser extent at c4-c5. The patient also underwent MRI of thoracic spine due to back pain. Impression: previous vertebroplasty at t12 and l1. No acute fracture is seen. Spinal canal stenosis noted secondary to vertebral bodies of t12 and l1. On (B)(6) 2016: the patient underwent MRI of lumbar spine without contrast due to leg weakness and chronic low back pain. Findings: status post kyphoplasty at t12 and l1. There is some retropulsion of the t12 vertebral body, with contact on deformity of the distal cord. Anterior posterior diameter of the spinal canal was narrowed to 8 mm. On (B)(6) 2016: the patient was diagnosed with alzheimer¿s disease, hyperlipidemia, major depressive order, gastro-esophageal reflux disease without esophagitis, muscle weakness, difficulty in walking, and unspecified lack of coordination. The patient underwent radiographic exam of chest due to inpatient (B)(6) screening. Impression: no radiographic evidence of active (B)(6). On (B)(6) 2016: the patient presented for rehab program. The patient was diagnosed with alzheimer¿s bilateral foot drop, weakness, hypertension, and hypothyroidism. On (B)(6) 2016: the patient presented for office for medications review due to acute back pain and weakness. On (B)(6) 2016: the patient was diagnosed with knee pain. On (B)(6) 2016: the patient was diagnosed with dysuria, hip pain, and back pain. On (B)(6) 2016: the patient underwent diagnostic study of lumbar spine due to back pain. Impression: surgical findings, no significant acute findings. The patient underwent diagnostic study of left hip and pelvis due to hip pain. Impression: no significant acute abnormality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.